Event description:
Medtronic received a report that two echelon 10 45° pre-shaped tip microcatheters were observed with distal end damage upon shaping and resistance was encountered with an axium prime bare 3d coil. The patient was undergoing coil embolization surgery for treatment of an unruptured, saccular internal carotid artery aneurysm with a max diameter of 4 mm and a 2 mm neck diameter. Arterial access was gained via the femoral artery. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that the reported device and any accessory devices were prepared, and the catheters were flushed, as indicated in the instructions for use (IFU). After microcatheter shaping, the distal end of the microcatheters were found to be damaged. They were replaced with a new medtronic catheters. Additionally, an axium coil could not be pushed out of the microcatheter. It was replaced with a new medtronic coil to complete the procedure. No patient symptoms or complications were associated with this event. Aside from flushing and shaping, no other action had been taken prior to the damage being observed. The cause of the damage was not determined.

Manufacturer narrative:
Product analysis as found condition (condition of returned device): both echeleon-10 microcatheter and the single axium prime device were all returned for analysis within a shipping box, and within individual sealed plastic biohazard pouch. Visual inspection/damage location details: no introducer sheath was returned for assessment. The pushwire was found to be broken at the positive load indicator, with the release wire pulled; in addition, the pushwire was found to be kinked at ~8.1cm and kinked at ~153.3cm from the proximal end. The implant found to be detached and returned stretched and damaged. The polypropylene filament was found to be broken off the detach element (loop, stick and ball), but still intact with the implant coil distal tip. The shield coil was found to be in good condition. The coin was found to be retracted from the lumen stop. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was able to be confirmed as the axium prime device was returned broken, kinked, and with the implant coil detached. The damage to the axium prime device was found to be consistent with advancement against resistance. The report states that ¿the echelon 10 45° pre-shaped tip microcatheters were observed with distal end damage upon shaping and resistance was encountered with an axium prime bare 3d coil.¿. The likely cause of the ¿coil resistance/stuck in catheter¿ was determined to be cause by the advancing the implant coil within the damaged microcatheters mentioned in the report. Both the echelon-10 microcatheters were returned and found to be both damaged. Resistance was able to be reproduced within both microcatheter. The axium prime device was found to be compatible with both echelon-10 microcatheter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that the reported device and any accessory devices were prepared, and the catheters were flushed, as indicated in the instructions for use (IFU). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.